Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring at 3000 ohms and high out of range shock impedance measurements, measuring at 138 ohms on this right ventricular (rv) channel. The rv thresholds values were ranging around 2.7v. The patient was not dependent on this crtd system, and no trauma or event were reported. There was no noise noted. Provocative maneuvers were performed and no noise was noted. The plan was that the health care professional (hcp) will perform x-ray imaging and further evaluation will be done. This lead remains in service. No adverse patient effects were reported.